Event description:
It was stated that the customer was hospitalized for low blood glucose. The blood glucose at the time of the event was unknown but it was stated that the blood glucose got as low as 25 mg/dl at one point. The insulin pump information was uploaded but nothing unusual was found. The medical doctor felt that the insulin pump over-delivered insulin and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.